Event description:
On 10/17/96, user informed svc rep that filter mount locking pin was bent and wedge tray locking pin had worked loose. Replacement part ordered. Svc rep called user to schedule the repair. User inquired if the check specified in the svc bulletin dated 12/28/89, had been completed on last preventative maintenance inspection one wk prior to event. Svc rep informed her that it had. On 10/18/96, svc rep received parts and arrived at user facility at 1:25 pm. Rep was informed he must wait until they were finished treating pts. Rep was given machine at 2:00 p.m. And began the repair. Rep reported that the wedge tray locking pin was not loose. The filter mount locking pin was bent. Rep reported that the block mouting track was bent. When he asked the operator, she informed him that it was bent because it had fallen out. She did not know why he was not informed sooner. He reports that this was the 1st time he was informed about it. Operators at user facility checked the repair and agreed that it was fixed. On 10/18/96, user facility called this office to complain about the problem. This is when co became aware of the problem. Above info received 10/21/96, in report from svc rep.